Manufacturer narrative:
This report is a duplicate of MFR-2916596-2017-01544. Due to the use of a new complaint handling database, we are unable to submit a follow up associated with the previous MFR number. This duplicate regulatory report is being submitted intentionally to ensure appropriate tracking and submission of the supplemental report upon closure of the investigation. Since new information has not been provided to abbott, 18jun2019 is the aware date. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The implant date is estimated. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the graft was implanted on an unspecified date over a year ago. It was reported that when the physician attempted to remove pseudo-endothelium, the artificial vessel had delamination damage. The graft was removed due pseudo-aneurysm caused by frequent paracentesis. It was reported that the patient had high serum inorganic phosphorus. No further information was provided.

Manufacturer narrative:
Investigation conclusion: deterioration of the graft was confirmed during the evaluation of the returned sections of graft material. The center reported that the graft was removed due to a pseudoaneurysm caused by frequent paracentesis. Three short sections of graft material were returned in a small jar of fixative solution. Two smaller segments of material appeared to be biological in origin and were later identified as host vascular tissue. Visual inspection of the three graft segments found tissue ingrowth covering the majority of the exteriors. The graft reinforcement monofilament had become visible along several different areas of the grafts. The evaluation could not conclusively determine if the exposure of the graft reinforcement was due to the explantation process and removal of the normal tissue ingrowth. All of the returned samples were sent to an outside lab for further evaluation. The evaluation confirmed that there was deterioration of the graft wall, predominantly in areas where there were needle tracks or evidence of previous needle track replaced with fibrous tissue. Some thinning of the graft was also observed, with exposure of the outermost reinforcement fibers under the tissue ingrowth on the exterior of the graft segments. The amount of fibrous tissue within the outer layer of the grafts and within the needle tracks in the outer layer and extending through the pseudointima may have been one year old, or longer. However, at least one track was observed to be filled with hemorrhage, indicative of a more recent access to the graft lumen. No endothelium was observed in the two host vascular tissues. The graft segments were considered to have pseudointimal proliferation comprised predominantly of fibrous tissue with variable amounts of hemorrhage and fibrin also observed. No further information was provided. The manufacturer is closing the file on this event.